Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that they have been seen by their dentist. They have had to have dental work done. A tooth had to be extracted and cavities repaired. Their dentist reports that they will still need #30-mod completed and #31 will need a crown and possible root canal. The patient should have remaining wisdom teeth, #16 and #17, extracted prior to orthodontic treatment. Patient does not have orthodontic clearance to continue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.